Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator (ipg) was inoperable due to the patient not charging their device. Patient lost effective simulation about one week ago and the ipg requires frequent charging for longer periods of time. The charger was able to locate the ipg for approximately thirty seconds. Upon interrogation of the device with one programmer an error message of communication error was observed and with a second programmer the ipg was unable to be located. Patient stated having effective therapy prior to the ipg becoming inoperable. A ipg procedure is anticipated in the near future. No further information is available.

Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
New information received states that the implantable pulse generator was explanted, and a new device was implanted. Therapy was restored post procedure. There were no complications during the procedure.